Manufacturer narrative:
Concomitant products: product ID 8711, lot # j11289r28, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported that falls a lot. The patient was complaining of ¿8 out of 10 pain¿ but the reporter stated that she always does. The device system delivered dilaudid. It was later reported that the patient¿s pump was ¿wonky¿ in the pump pocket after the patient fell. At the patient¿s appointment the day prior to the report the healthcare provider (hcp) felt the pump was not in its normal position. The patient was to present to the office again the day following the report for a follow-up. The patient¿s dose was decreased the day prior to the report. Additional information has been requested but was not available at the time of this report.